Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at a routine device follow-up, this pacemaker was found to be at elective replacement time (ert) battery status. The device was explanted and replaced. Premature battery depletion was suspected. No adverse patient effects were reported. The explanted device was not planned to be returned for laboratory analysis.